Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error, low blood glucose and high blood glucose readings from the insulin pump. The customer stated that she fell yesterday outside in the heat while doing yard work. The customer's blood glucose reading was 500 mg/dl. The customer gave herself a shot with nine units. The customer's blood glucose tested at 244 mg/dl and now at 253 mg/dl. The customer also had low readings. The customer stated that nothing happened when the act button was pressed. The customer stated that none of the buttons were responding. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.